Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the tip cover accessory detached from the monopolar curved scissors (mcs) instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was advised that the instrument was inside of the patient when the tip cover detached from the mcs.